Event description:
It was reported that when the device was used during a low anterior resection procedure, the device was used during an open procedure for sigmoid cancer. While trying to close the rectum with the device, the surgeon saw that after removal of the stapler the rectum was not closed, there was no staple line or staples were found. They had to hand suture the rectum and for safety had to perform a ileostoma. There was no add'l pt consequence.